Event description:
It was reported in an article that the patient with atrial fibrillation, coronary artery disease, end-stage renal disease on dialysis, prior pacemaker placement (right atrium lead), and functional tricuspid regurgitation (tr) presented with nyha class IV heart failure symptoms. A transthoracic echocardiography revealed torrential tr (grade 5+) with poor leaflet coaptation, normal right ventricle (rv) systolic function with mild rv dilation, moderately dilated right atrium, and a cor triatriatum dexter. The left ventricle had preserved systolic function (ejection fraction 55-60%) with grade ii diastolic dysfunction. Estimated right ventricular systolic pressure (rvsp) was 52 mmhg, consistent with moderate pulmonary hypertension. The patient initially underwent a t-teer attempt using a triclip device, which was aborted due to a large anteroseptal leaflet gap that precluded successful deployment. Following aggressive diuresis to optimize volume status, a repeat t-teer was performed several days later with intra-procedural administration of ino at a dose of 20 parts per million (ppm). This resulted in significant intraoperative reduction in tr severity, with tr vena contracta area (vca) decreasing from 1.28 cm2 to 0.826 cm2. Intraoperatively, a reducing in tricuspid annular dimensions and leaflet gaps were appreciated. Under fluoroscopy and echocardiographic guidance, the first g4-xtw triclip was deployed with a postero-septal bileaflet grasp but resulted in single leaflet device attachment (slda), without improvement in tr severity. This complications was attributed to the challenging leaflet anatomy and tissue quality, which made stable grasping difficult even with improved valve geometry. The second g4-xtw triclip was successfully deployed at the antero-septal position, which reduced tr from torrential (5+) to massive (4+) with a transvalvular gradient increase from 1 mmhg to 3 mmhg. The third g4-xt triclip was successfully deployed at the mid antero-septal position, which further reduced tr to moderate (2+) with a final transvalvular gradient of 3.5 mmhg. The patient tolerated the procedure well, ambulated without oxygen requirement, and was discharged the following day. At the four month follow-up, the reduction in tr proved durable, with a repeat echocardiogram redemonstrating moderate tr severity (2+).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the reported slda and difficult leaflet grasping appear to be due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.